Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that after wearing the pod on the abdomen for approximately 5 to 24 hours, blood glucose (bg) levels increased to approximately 20 mmol/l (360 mg/dl) within 15 to 30 minutes after a meal, despite administering a pre-meal bolus. The patient further reported that the pink slide had advanced; however, the cannula was not visible upon pod removal, indicating a needle mechanism failure. No insulin leakage or alarms were noted, aside from high bg alerts. No medical assistance was required as a result of this event.

Manufacturer narrative:
Upon further review of the complaint, there is no indication of a needle mechanism failure, and no adverse event or medical intervention occurred. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.

Event description:
The patient reported that after wearing the pod on the abdomen for approximately 5 to 24 hours, blood glucose (bg) levels increased to approximately 20 mmol/l (360 mg/dl) within 15 to 30 minutes after a meal, despite administering a pre-meal bolus. The patient further reported that the pink slide had advanced; however, the cannula was not visible upon pod removal, indicating a needle mechanism failure. No insulin leakage or alarms were noted, aside from high bg alerts. No medical assistance was required as a result of this event.